Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was transferred to another hospital where the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 1 month of implant, the right ventricular (rv) lead had no capture and no sensing. An alert had triggered for high pacing impedance; however, the impedance trend was varying. The lead was noted to have perforated the heart and was located in the abdomen. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.